Event description:
It was reported that during a gastrojejunostomy procedure, the firing knob was moved a little and stopped. A few unformed staples were deployed to the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/15/2008. Information anticipated, but unavailable at this time.